Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-9218-15, serial: (B)(4), description: precision m8 adapter, 15cm. Model: sc-6500-52, serial: (B)(4), description: montage patient trial kit us. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient passed away due to a heart attack. The event was assessed as not device or procedure related.

Manufacturer narrative:
Additional information was received that the m8 connectors were not implanted as it was a trial but were removed on (B)(6) 2017.

Event description:
A report was received that the trial patient passed away due to a heart attack. The event was assessed as not device or procedure related.